Event description:
It was reported that the patient experienced low blood glucose after breakfast following a night of elevated glucose and evening correction doses, with the agent advising that insulin on board from prior corrections likely contributed to the drop; no device malfunction was identified and device component involvement could not be determined. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.